Manufacturer narrative:
This report is being submitted to relay corrected data, additional information and device evaluation. Correction: the reported catalog# was updated from ioss413 to unknown biomet. The lot# was updated from 565330 to unknown. DHR and complaint history review could not be performed since the lot/item number was not provided and unknown. However, zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. Based on the investigation and risk management file review, the most likely root causes determined are use of incorrect techniques and patient factors. Therefore, based on the available information, the event peri-implantitis could not be verified. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional event information received at the time of this report.

Event description:
It was reported that the abutment screws fractured inside the implants at tooth locations #22 & #23 and were un-retrievable. In addition, the implants were noted with peri-implantitis, bone loss and exposed threads. The implants were removed. Symptoms as a result of the event: inflammation.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). A4: weight unknown / not provided. A summary investigation has been completed for peri-implantitis events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for these events have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of a manufacturing or design defect that might lead to peri-implantitis occurring and escaping the available detections has been assessed and found remote and almost non-existent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.